Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept shutting down after the drawer was closed harder. A field service engineer (fse) found the station was online and booted up. The customer mentioned that when drawers were closed forcefully, the station would reboot on its own. The fse shut down the device, and all connections to the power supply and communication sled were reseated, and all in one was also removed and reseated. All drawers and the pyxis bus cable were inspected, with no signs of damage found. The fse attempted to isolate the issue to individual drawers but was unsuccessful. A power supply test was performed and passed. The fse noted would return with a power supply if the issue continued. All drawers were tested in hardware test application and functioned properly. No further issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station kept shutting down after the drawer was closed forcefully. However, there were no delays or adverse events or injuries reported based on this event.